Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was found to be within manufacturing specifications. There was no fault found with the returned pump.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was off by 6%. No adverse effects were reported.